Event description:
During follow-up, the device was found to be at eri. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: upon receipt, analysis of device images prior to decontamination revealed that the device was not within expected longevity performance. Visual inspection revealed that the battery was swollen. The premature depletion was caused by silver contamination in the battery. The reported event of premature battery depletion was confirmed.